Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta), (B)(6), 314-13-13 - equinoxe cage glenoid medium, beta, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a female patient, initial right shoulder implanted in (B)(6) 2018, underwent a revision procedure, date unknown. The cage glenoid dissociated. The poly has separated from the cage. This caused the patient to have a revision to remove the broken parts. No parts or pieces fell into the wound site. All parts and pieces were removed. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to chain of command at the facility. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d6b, h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of wear, fracture, and disassembly of the equinoxe cage glenoid. The cause of these failures may be due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation leading to a rocking horse effect around a well-fixed cage. However, the series of events could not be confirmed as the devices were not returned for evaluation and no radiographs were provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.